Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the resection of low rectal cancer surgery, could not fire at the time of gastrointestinal anastomosis . Changed the new gun to complete the surgery. There was no patient consequence reported. No additional information can be provided.